Event description:
Philips received a report that a patient complained of excessive noise during a scan. Since that scan the patient reported ongoing tinnitus.

Manufacturer narrative:
An analysis was done to determine the sound levels created by the system during the examination. The analysis showed that the noise level of the examination (extrapolated to a 1 hour examination) was 113,6 dba. The hearing protection provided to the patient was a headset that offers a damping of only 20 db in the 1 khz range. Earplugs were not provided as departmental stock was unavailable at the time. We therefore calculate with only 20 db damping from the provided headset. The attenuated noise level is (113,6 - 20) = 93,6 dba. This is within the limit of 99 dba as formulated in the iec60601-2-33 standard. Conclusion: reported incident was investigated, and no indication of a malfunction of the mr system was observed related to the sound levels. There is no evidence that the reported tinnitus is related to the mr examination. The patient baseline hearing status is not known. No audiogram results, reports by the audiologist or hearing tests have been provided. The current status of the patient's symptoms is not known. The most recent information available is that the patient continues to attribute ongoing tinnitus to the MRI exam on 25/feb/2025. Since that time patient reported ongoing tinnitus. The patient has not provided any information about the treatment for the reported symptoms.